Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and fell. Loss of right ventricular (rv) capture was observed on the hospital monitor. The rv lead was non-boston scientific. Pocket manipulation was performed which showed occasional loss of capture. No noise was noted. The rv impedance measurements fluctuated from 600 to 1000 ohms during patient isometrics, but measurements were not out of range. Additionally, there were periodic increases in rv impedance measurements in the past. Additional testing was performed in unipolar configuration which revealed good measurements; therefore, the device would remain programmed to unipolar. No additional adverse patient effects were reported. The device remains in service. Additional information was received, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2007. This complaint was first initiated in 2018 and was reopened due to product return. Additional contact details are no longer available. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. The conclusion selected was cause traced to device design a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had a syncopal episode and fell. Loss of right ventricular (rv) capture was observed on the hospital monitor. The rv lead was non-boston scientific. Pocket manipulation was performed which showed occasional loss of capture. No noise was noted. The rv impedance measurements fluctuated from 600 to 1000 ohms during patient isometrics, but measurements were not out of range. Additionally, there were periodic increases in rv impedance measurements in the past. Additional testing was performed in unipolar configuration which revealed good measurements; therefore, the device would remain programmed to unipolar. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and fell, loss of right ventricular (rv) capture was observed on the hospital monitor. The rv lead was non-boston scientific. Pocket manipulation was performed which showed occasional loss of capture. No noise was noted. The rv impedance measurements fluctuated from 600 to 1000 ohms during patient isometrics, but measurements were not out of range. Additionally, there were periodic increases in rv impedance measurements in the past. Additional testing was performed in unipolar configuration which revealed good measurements; therefore, the device would remain programmed to unipolar. No additional adverse patient effects were reported. The device remains in service. Additional information was received, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and fell, loss of right ventricular (rv) capture was observed on the hospital monitor. The rv lead was non-boston scientific. Pocket manipulation was performed which showed occasional loss of capture. No noise was noted. The rv impedance measurements fluctuated from 600 to 1000 ohms during patient isometrics, but measurements were not out of range. Additionally, there were periodic increases in rv impedance measurements in the past. Additional testing was performed in unipolar configuration which revealed good measurements; therefore, the device would remain programmed to unipolar. No additional adverse patient effects were reported. The device remains in service. Additional information was received, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
This complaint was first initiated in 2018 and was reopened due to product return. Additional contact details are no longer available. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode and fell, loss of right ventricular (rv) capture was observed on the hospital monitor. The rv lead was non-boston scientific. Pocket manipulation was performed which showed occasional loss of capture. No noise was noted. The rv impedance measurements fluctuated from 600 to 1000 ohms during patient isometrics, but measurements were not out of range. Additionally, there were periodic increases in rv impedance measurements in the past. Additional testing was performed in unipolar configuration which revealed good measurements; therefore, the device would remain programmed to unipolar. No additional adverse patient effects were reported. The device remains in service. Additional information was received, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.